Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of false negative hcg. Pregnancy confirmed with quantitative result = 362miu/ml. Patient's lmp (B)(6) 2016. No procedures performed or action taken based on negative result. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined due to insufficiency information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time